Manufacturer narrative:
(B)(4). Batch # p93d7k. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. In addition the tissue pad was received with no apparent damage and properly attached to the clamp arm. The reported complaint was that the tissue pad was worn away and partially peeled off at the tip of the clamp arm during use. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was that during a laparoscopic esophagectomy, the tissue pad was worn away and partially peeled off at the tip of the clamp arm during use. But no pieces fell into the patient. Prior to the event, the device was activated without clamping any tissue for about 5 seconds. Another device was used to complete the case. There were no adverse consequences to the patient.